Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via the customer that a blade is broken inside the handpiece reciprocating saw. No further information was available.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via the customer that a blade is broken inside the handpiece reciprocating saw. No further information was available.